Event description:
It was reported that this right ventricular lead was surgically abandoned due to noise with oversensing. It was noted that was a daily pacing impedance measurement that was greater than 2500 ohms approximately 5 months prior to procedure. Fluoroscopy was performed prior to procedure. This lead was successfully replaced. It was also noted that this patient has underlying heart block condition, so physician elected to replace this lead as a precaution. No additional adverse patient effects were reported.